Manufacturer narrative:
Investigation summary: a review of the documentation, instructions for use(IFU), drawings, quality control, manufacturing instructions and trends were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The manufacturing documents in place at the time of the event were reviewed, and it was found that the device proximal assembly was visually inspected by quality control and no notable gaps in production or processing controls were noted. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
PMA/510(k) # exempt. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hub of the ultrathane mac-loc locking loop multipurpose drainage catheter separated from the rest of the catheter portion of the device. Another device experienced a similar failure prior (reference MDR # 1820334-2017-04157). A third device was used successfully, with no further issues reported. The customer has confirmed that no patient adverse events resulted from the issue, and no additional procedures were necessitated. Additional information has been requested from the customer, but none has yet been made available. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.